Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming dose done. They stated that the pump was set at a rate of 45 ml/hr and a dose of 700 ml (which would deliver for roughly 15.5 hours), that there were no "error alarms" and that the "formula was not being delivered if tubing is disconnected from g-tube". They stated they settings were cleared and re-entered. Mmd made several attempts to follow up with the initial reporter because it is unclear if they were reporting that the pump failed to deliver, but those attempts were unsuccessful. They provided no information about the patient, however, no adverse effects were reported. No other information was provided. (B)(4).